Manufacturer narrative:
The reported issue of the autopulse exhibited ua19 (max applied load exceeded) error message was not confirmed during the initial functional testing however was confirmed during the archive review data. The issue was attributed to multiple ua19 due to stiffness of the patient. Visual inspection was performed and noted no damage upon receipt. Functional testing was performed and passed with no error or faults observed. Archive review showed that on (B)(6) 2017, the device stopped compression due to multiple user advisory 19 - (max applied load exceeded) error message. Archive showed that the autopulse performed a total of 121 compressions on a medium chest size and very stiff to compress patient (max load sum exceeded 342 lbs. Calculated [count/2.52/2.2=kilos]) and stopped repeatedly due to ua19. Additionally, brake gap inspection verified that the brake gap was within the specification. Load cell testing was also performed and are functioning within specification. Autopulse was also tested using the run in test with the 95% patient test fixture with good known batteries for hours with no faults or errors. In summary, the autopulse has passed all the testing and meets all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, during patient use on a male patient (B)(6) in cardiac arrest, the autopulse exhibited ua19 (max applied load exceeded) error message and would not perform compressions. The use of the platform was discontinued and manual CPR was performed for an unknown length of time. The patient was revived with manual compressions and transported alive to the hospital. No patient harm or consequence was reported.